Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one complaint sample of reservoir bulb was received for evaluation. Product was inspected visually and found that connection port of the bulb was short around 5~6 mm and there were some visible cut marks present on the section area. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received sample is not possible, as these factors are out of scope. Furthermore, as per standard practice, 100% inspection was carried out, viz. Before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. During investigation of the complaint, batch manufacturing review and retained sample review could not performed, as the lot number of the complaint was unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(4)2023 and a reservoir was used. During surgery , when the surgeon connected the tube to the suction port of the reservoir, the suction port broke off. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk. Was the reservoir used on the patient? Yes. If yes, was leakage detected? Unk. Was another reservoir needed to correct the situation? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.